Manufacturer narrative:
H3 other text: device evaluated by third party service center.

Event description:
The manufacturer was contacted in reference to a dreamstation auto CPAP. The device was returned to a third party service center. The technician evaluated the device and found that the power supply is corroded and the device is unable to be powered on. There is no allegation of patient harm or serious injury. No medical intervention alleged.

Manufacturer narrative:
The manufacturer was contacted in reference to a dreamstation auto CPAP. The device was returned to a third party service center. The technician evaluated the device and found that the power supply is corroded and the device is unable to be powered on. There is no allegation of patient harm or serious injury. No medical intervention alleged. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.